Manufacturer narrative:
The third party service agent returned the removed main keypad assembly to physio-control for evaluation. Physio further examined the removed main keypad assembly in a test device and was able to verify the reported issue, observing that it would only shock intermittently.  Physio observed that the reported event code was logged in the test device's memory following a failure to deliver defibrillation energy.  Physio found that the test device would charge ok, but when the shock button was pressed (in order to deliver the energy) the test device would disarm and dump the energy charge internally.  Physio determined that the cause of the reported issue was that the shock button was out of tolerance due to high resistance.

Manufacturer narrative:
This product complaint requires a supplemental MDR to document that field action number 3015876-11/18/2019-001c is relevant to the reported issue.

Event description:
Supplemental MDR is required to document that field action number 3015876-11/18/2019-001c is relevant to this reported issue.

Manufacturer narrative:
(B)(4). The third party service agent evaluated the customer's device and verified the reported issue.  The third party service agent then replaced the device's main keypad assembly and after observing proper device operation through functional and performance testing the unit will be returned to the customer for use.  The device has not been returned to physio-control for evaluation.

Event description:
A third party service agent contacted physio-control to report that the customer's device had logged an event code in the memory which is related to a potential failure of the device to deliver defibrillation energy. The issue was observed during an annual preventative maintenance evaluation of the device. There was no patient use associated with the reported event.